Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Failure to follow steps. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a mid left anterior descending artery that was 90% stenosed. A 2.5 x 23 mm xience alpine stent was advancing but could not reach the target lesion due to interference with the proximal edge of a previously implanted unspecified stent. The xience alpine stent was removed from the anatomy and flared struts were noted. An attempt was made to reshape the stent, but it seemed loose, and therefore a 2.5 x 18 mm xience alpine stent was used to successfully complete the procedure. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Event description:
It was reported that the procedure on (B)(6) 2018 was to treat a mid left anterior descending artery with 90% in-stent restenosis (isr) from a previous procedure on (B)(6) 2017, where a 3.5 x 15 mm xience alpine stent was implanted. A 2.5 x 23 mm xience alpine stent was advanced for treatment but could not reach the target lesion due to interference with the proximal edge of the previously implanted 3.5 x 15 mm xience alpine stent. The 2.5 x 23 mm xience alpine stent was removed from the anatomy and flared struts were noted. An attempt was made to reshape the stent, but a decision was made not to use the stent, and therefore a 2.5 x 18 mm xience alpine stent was used to successfully treat the isr to complete the procedure. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. The xience alpine everolimus eluting coronary stent system (eecss), domestic instructions for use (IFU) states: do not manipulate, touch, or handle the stent with your fingers, which may cause coating damage, contamination, or stent dislodgement from the delivery balloon. There is no indication of a product quality issue with respect to manufacture, design or labeling.